Event description:
It was reported that this right ventricular (rv) lead was explanted due to exhibiting high out of range shock impedance measurements. Another lead was implanted instead. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was corrected from the following fields: b5: describe event or problem field.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to exhibiting high out of range shock impedance measurements. Another lead was implanted instead. No further adverse patient effects were reported.